Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was in 200-400 mg/dl range. No additional information was provided and the customer declined troubleshooting with tandem technical support.